Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was too high in the chest wall and was causing discomfort. It was noted that the pocket would be revised on (B)(6) 2013.

Event description:
Additional information received reported that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).